Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation revealed that the complaint was not verified. The battery depletion and sleep current rates were within the expected ranges, when the device was turned off. The device passed all the required functional tests, and it revealed normal device characteristics.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.